Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell three, while the hp was connected. There was a leak due to a loose connection on the heater line. The technical service representative (tsr) explained the alarm to the hp. The tsr also advised the hp to start over with new supplies and explained why. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between a cassette line and a solution bag is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The sample was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.